Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device was not working properly. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. The exact date of this event was unknown. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - hole/cut in hose, hose end sleeve was torn out, coupling is worn, tool does not hold and the machine was getting hot. It was further determined that the device failed pre-test for handpiece temperature assessment, air pump and safety. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is due to user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.